Manufacturer narrative:
A ge rep evaluated the system and replaced parts and repaired the system. The system operates as intended. No conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not unusable. There is no report of pt injury or death.